Manufacturer narrative:
Device eval: one used device was returned for eval. Visual inspection found a tear in the pilot balloon material. An attempt was made to inflate the cuff, but all air immediately escaped through the tear in the pilot balloon. Mfg does a 100% inflation test of the cuffs and had the tear been there at that time it would have been detected and scrapped. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.

Event description:
A report was rec'd that alleges that the tracheostomy tube was deflating after 18 days in situ. Replacement was required. No incident related medical sequela was reported.